Manufacturer narrative:
Complaint conclusion: the physician advanced the 6mm angioguard through the sheath without watching under fluoro. Upon stepping on the x-ray pedal, the wire tip of the angioguard was bent. The physician attempted to wire lesion but was unable to. The angioguard was removed from the patient, inspected and deemed un-usable due to the severity of kink in the wire tip. The intended procedure was a carotid stenting. The vessel was aneurysmal proximal to a very tight lesion (95%). There was no reported patient injury. The device was returned and, per microscopic analysis, an unraveled condition was observed on the ecgw system distal tip. A new device was opened and they physician was able to navigate under fluoro to place the 2nd angioguard past the lesion and he was able to stent and finish the case with no other complications. The product was stored and handled according to the instructions for use (IFU). The device was prepped per the IFU. There were no anomalies noted prior to inserting into the patient. There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. There was no difficulty inserting the device into the patient. An insertion tool was used properly to insert the device. The other devices used with the product did not kink nor bend at any time. There was no unusual force used at any time during the procedure. The product was returned for analysis. A non-sterile unit of 6mm basket, extra support angioguard rx embolic capture guidewire system was received inside of a clear plastic bag. Per visual analysis the returned components are; the delivery sheaths, the ecgw system, the torque device and the peel-away introducer. The ecgw systems was received inserted into the delivery sheath. The torque device was observed fixed to the proximal section and the filter basket was inside the peel-away introducer. Part was returned blood saturated. The distal tip of the ecgw show unraveled and kinked/bent conditions. No other damages or anomalies were noticed. Per microscopic analysis the filter basket was blood saturated. Also an unraveled condition was observed on the distal tip along with a kinked/bent condition. A product history record (phr) review of lot 35236377 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip (ecgw) kinked/bent - in patient¿ and ¿distal tip (ecgw) unraveled/stretched¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (the vessel was aneurysmal proximal to a very tight lesion (95%)) and procedural factors (the physician advanced the 6mm angioguard through the sheath without watching under fluoro) may have contributed to the event as evidenced by unraveled and kinked conditions noted on the guidewire tip during analysis. According to the safety information of the instructions for use, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Warning: when introducing the guidewire, confirm that the guiding catheter or interventional sheath introducer tip is free within the vessel lumen and not against the vessel wall. Failure to do so may result in vessel trauma upon guidewire exit from the tip. Use the radiopaque marker of the interventional device to confirm position. Using fluoroscopy, advance the deployment sheath/guidewire assembly out of the guiding catheter or interventional sheath introducer. Use the torque device to steer the guidewire through the anatomy and across the lesion.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician advanced the 6mm angioguard through the sheath without watching under fluoro. Upon stepping on the x-ray pedal, the wire tip of the angioguard was bent. The physician attempted to wire lesion but was unable to. The angioguard was removed from the patient, inspected and deemed un-usable due to the severity of kink in the wire tip. The device was returned and, per microscopic analysis, an unraveled condition was observed on the ecgw system distal tip. There was no reported patient injury. The product was clinically used a new device was opened and they physician was able to navigate under fluoro to place the 2nd angioguard past the lesion and he was able to stent and finish the case with no other complications. The intended procedure was a carotid stenting. The product was stored and handled according to the instructions for use (IFU). The device was prepped per the IFU. There were no anomalies noted prior to inserting into the patient. There was no difficulty experienced in prepping the device. There were no anomalies noted prior to inserting into the patient. There was no difficulty inserting the device into the patient. An insertion tool was used properly to insert the device. The vessel was aneurysmal proximal to a very tight lesion (95%). The other devices used with the product did not kink nor bend at any time. There was no unusual force used at any time during the procedure.